Manufacturer narrative:
Weight: unk ethnicity: unk race: unk claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -04.00 diopter, in the patients right eye (od), on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to excessive vaulting and high iop. The lens was replaced with a shorter lens and the problem was resolved. The cause of the event was due to the doctor chose a different icl by error from his stock, so user had to replace it second day post-op.